Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2018-01798. This report is submitted on october 02, 2019.

Manufacturer narrative:
This report is submitted on september 3, 2019.

Event description:
Per the clinic, the device was explanted (date not reported) due to recurrent pain at the implant site. The patient was not reimplanted with another device; however, continues to use a cochlear baha hearing device.